Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to the date of treatment. Logfile review shows that the entered sphere value of reported treatment is -7.00 d instead -2.00 d. The logfile review could confirm that the wrong data was entered by the surgeon. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility report form was received from a risk manager reporting patient treated with incorrect primary lasik treatment. Report indicates the patient required a secondary refractive enhancement.